Manufacturer narrative:
Additional: it has since been reported that the patient underwent surgery to explant the device on (B)(6) 2018 due to device malfunction. The patient was reimplanted with a new device during the same surgery. This report is submitted on march 8, 2019.

Manufacturer narrative:
This report is submitted on may 3, 2019.

Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient experienced a loss of connection to the internal device; however the issue could not be resolved. The implanted device remains.